Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Customer was sent replacement charging supplies and reportedly continued to use the pump and multiple daily injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.